Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 32 mg/dl. The contact was uncertain of the suspected cause. The customer consumed juice to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed between (B)(6) 2017 and (B)(6) 2017. User did not utilize the continuous glucose monitor (cgm) option of their t:slim g4 pump. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence was completed on two of the three days that low bg levels were recorded. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of a device malfunction or failure related to the low bg level.